Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 85% stenosed lesion being treated was located in the severely calcified, severely tortuous circumflex artery (cx). During the procedure the 3.00x32mm taxus liberte stent got jammed in catheter. When the physician removed it from the patient he found stent strut damage. It was not known if any damage to stent was noted during inspection step. The procedure was completed with a different device. No pt complications were reported. Pt status reported as "satisfactory/good." This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.